Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 33507ud03, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. The overall performance of architect total ss-hcg reagents in the field was reviewed using worldwide field data. Median values (for the negative population) for the complaint lot(s) are within the established limits. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no product deficiency with the architect total ss-hcg reagent identified in this complaint.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect total b-hcg results for one patient. The initial hcg test results were in the range of 67 iu/l, and retest results were <1.2. No impact to patient management was reported.

Manufacturer narrative:
Corrected information found in section e1 initial reporter name and address